Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the arctic sun device got a low flow alert (alert 02). Patient had gone to operation room (or) with pads on for trach or peg (percutaneous endoscopic gastrostomy) and upon returning getting low flow alert. Disconnected and reconnected pads using proper technique with no improvement in flow, ran diagnostics and flow rate 2.5 l/min, inlet pressure was -8psi, circulation pump command (cpc) was 80% range. When tried to reconnect and realized that they only had the two trunk pads in use. It was explained that they would get low flow with only two pads in use and also not achieved target with only two pads. They removed the leg pads because of skin injury from the pads, said it looked like petechial burns. It was not sure how long the patient had been used. Explained that pads were only good for 5 days maximum. Chest pads seem quite sticky but advised that if unsure they might want to just change them. Advised that if not going to use leg pads to still plug them in to get proper flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device got a low flow alert (alert 02). Patient had gone to operation room (or) with pads on for trach or peg (percutaneous endoscopic gastrostomy) and upon returning getting low flow alert. Disconnected and reconnected pads using proper technique with no improvement in flow, ran diagnostics and flow rate 2.5 l/min, inlet pressure was -8psi, circulation pump command (cpc) was 80% range. When tried to reconnect and realized that they only had the two trunk pads in use. It was explained that they would get low flow with only two pads in use and also not achieved target with only two pads. They removed the leg pads because of skin injury from the pads, said it looked like petechial burns. It was not sure how long the patient had been used. Explained that pads were only good for 5 days maximum. Chest pads seem quite sticky but advised that if unsure they might want to just change them. Advised that if not going to use leg pads to still plug them in to get proper flow rate.